Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported faulty radiofrequency header socket. Analysis noted that there was a deviation between the stylus and the cursor on the display screen and there were error messages present in the software history files. The touchscreen connector was reseated, cleaned, the parameters were reset, and it was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer radiofrequency head socket was faulty. The programmer has been returned for service. No patient complications have been reported as a result of this event.